Manufacturer narrative:
The valve was patent and passed leakage as well as siphon testing. However, the valve failed reflux testing and did not meet specifications for pressure flow characteristics. A dissection of the valve identified a large proteinaceous clot in the occluder mechanism of the valve. The instructions for use (IFU) that accompanies the product cautions that particulate matter that enters the shunt system may hold pressure/flow controlling mechanisms open, resulting in overdrainage and reflux. The IFU also notes that the csf overdrainage may result in excessive reduction of csf pressure and predispose the development of a subdural hematoma or hygroma. A review of the manufacturing records was not possible, as no lot number was provided. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported that after implantation of the strata valve, the pt was suffering from severe headaches and upon scanning showed presence of hygromas. The valve was replaced.